Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-04652. The pt received two leads with different model numbers. It was reported the pt was experiencing a sharp sensation from one of his leads. The sjm rep met with the pt for reprogramming and determined the pt had invalid contacts on both leads. It was reported the pt was to have an x-ray performed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.